Event description:
It was reported when using the bd pyxis medstation system, the station experienced a power failure and pyxis failed to turn on. The customer stated that there was a delay in retrieving medications from the device due to this malfunction because they had to wait for medications till the device got fixed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station experienced a power failure and pyxis failed to turn on. A field service engineer found that drawer 3 causing the crowbarring for device, replaced the drawer controller boards to resolve the issue and verified all drawers worked. The system functioned as intended after the field service engineer troubleshooted the device.